Event description:
It was reported the patient presented in clinic for follow up. Upon interrogation, it was noted the implantable cardioverter defibrillator (ICD) entered backup mode after a magnetic resonance imaging (MRI) scan. The ICD was successfully restored. The patient was in stable condition.